Event description:
It was reported that at the post operative wound check, loss of capture was exhibited due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.